Manufacturer narrative:
Additional, corrected, and/or changed data: a2, b2, b5, and h6.

Event description:
Additionally, the healthcare professional reported that a patient was injected with 1 ml of juvéderm® volift¿ with lidocaine in the lips and peri oral. The hcp stated that there were 7 sites. 6 months after injection the patient developed late nodules. The patient was treated with local corticoids.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected into the upper white lip, red lip, right and left and right dimple. A nodule appeared beginning last month that was 1 cm lip and on other sites. The dermatologist declares currently an ae type granuloma retard with juvéderm® volift¿ with lidocaine in the lips. Symptom status unknown.